Event description:
Pt called to report severe adverse reactions to 4 porcelain crowns implanted in his mouth in (B)(6) 2009. Pt stated he experiences infections, constant pain migraines, chronic neck and shoulder pain. He says the bacteria from the infected crowns is going into his body and making him very sick, and causes him problems with sleep and constant pain. Pt stated he has reached out to his local government and social workers to help him, but has received no help.